Manufacturer narrative:
Hologic technical support (ts) reviewed logs and noted the following run had an expected positivity rate, so the issue appeared to be isolated to the wl in question. Hologic product applications specialist (pas) reviewed logs and found no instrument or reagent preparation issues; there were multiple positive samples in a row which could indicate contamination when handling. Pas advised customer on how to avoid sample mishandling and suggested to rerun the positive samples if they could recollect. No further issues reported. Hologic and FDA met on october 29, 2021, regarding how to report all "false/discrepant/questioning results" complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 (eua(B)(4)), aptima sars-cov-2 (eua(B)(4)), and aptima sars-cov-2/flu (eua(B)(4)). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from (B)(6) 2020 to present.

Event description:
Customer reported one sars-cov-2 tma run, wl 010337-20211013-12, using assay lot 304923 on panther plus instrument sn (B)(4) which had a higher rate of positive samples than expected. The wl in question had 13 positives out of 38 samples (34% positivity rate), so customer was concerned about possible contamination. The information provided by the customer was insufficient to characterize any sample as a confirmed false result. There was no indication of results being reported to patients.